Event description:
The reporter stated the surgeon inserted a micl12.6 12.6mm implantable collamer lens. The lens was inserted upside down in the pt's left eye. The surgeon decided to remove the lens during the same procedure. The incision was not widened, the surgeon did not cut the lens to remove but the lens was damaged when removed from the eye. Another same model and size lens was implanted, no suture was used. No pt injury. The surgeon loaded the lens himself. No lot numbers were provided.

Manufacturer narrative:
(B)(4). (Other): no lens in returned packaging. Evaluation codes: method: (other): lens work order search. Results: (other): a lens work order search was performed and no similar complaints were found within the same work order. Conclusions: the product pertaining to this claim was not returned for evaluation. Based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).